Manufacturer narrative:
H10: additional manufacturer narrative: added additional information to b5, b7. H11: corrected data: corrected coding to section section h6. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. It has been determined that the root cause of this event was due to patient related factors as the onset of infection was over 60 days from device implantation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards learned through the implant patient registry that a 23mm 8300ab intuity valve underwent a redo avr after an implant duration of three (3) years, seven (7) months due to streptococcus gordonae endocarditis, av gradients elevated, no significant, leaflet restriction and no regurgitation. The explanted valve was replaced with a 25mm 11500a valve. Per received medical records, the patient presented with fever, night sweats, abdominal pain and vomiting, with thrombus within the superior mesenteric artery, large splenic infarct, suggestive of septic emboli, developing renal infarct and positive blood culture. 5 days before the avr procedure, the patient had dental extraction secondary to dental abscess and continued IV antibiotic treatment. A positive pet scan showed multiple embolizations on the valve including 2 small to the brain, spleen, sma and kidney. Intraoperative tee found thickening of 1 leaflet, suspicious for positive vegetation. Upon opening the aorta, the valve was found with 3 pliable leaflets and the root did not have any evidence of abscess. The ascending aorta had calcification. When the valve was exposed, 1 leaflet had vegetation and crescents at the edge of the leaflets. The valve was excised and a 25mm intuity valve was implanted and secured with cor-knot device. Post -op tee showed well seated valve with no pvl. The patient tolerated the procedure well with no complications. Atrial fibrillation was documented on telemetry and the patient placed on amiodarone. The patient was discharged home with home health on pod # 12.

Manufacturer narrative:
Additional manufacturer narrative: in this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patients medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The explanted device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned through the implant patient registry that a 23mm 8300ab intuity valve was explanted after an implant duration of three (3) years, seven (7) months due to unknown reason. The explanted valve was replaced with a 25mm 11500a valve.